Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor inserted during a sensor session. The sensor was inserted into the thigh on (B)(6) 2020. It was indicated that alternate site insertion occurred, which is off label usage of the device. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.